Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Correction: information erroneously omitted from the initial medwatch: the root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis in a male patient. Coincident with extraneal viaflex, dianeal-n pd4 1.5% and dianeal-n pd4 2.5% therapies. On an unreported date, the patient began extraneal viaflex (2 liters), dianeal-n pd4 1.5% (2 liters) and dianeal-n pd4 2.5% (2 liters) (frequencies not reported) intraperitoneally (ip) for chronic renal failure. On an unreported date in 2011, a break in aseptic technique occurred described as did not recap after disconnection from transfer set. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized on an unknown date in 2011 for the peritonitis. It was not reported if the patient began any remedial treatment for the peritonitis. On an unreported date, the event of peritonitis resolved. On (B)(6) 2011, the patient was discharged from the hospital. It was not reported if the event of break in aseptic technique resolved. Extraneal viaflex and dianeal-n therapies were ongoing. The nurse felt the event of peritonitis was not related to extraneal viaflex and dianeal-n therapies but was due to the event of break in aseptic technique. A causality statement was not provided for the break in aseptic technique.